Manufacturer narrative:
The technician found the head cylinder was leaking. He replaced the head cylinder to repair the stretcher.

Event description:
Information received indicates the head of the stretcher is drifting down slowly.